Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that fm was found in the syringe. The returned syringe was examined and exhibited white material embedded in the barrel around the 50 unit marking. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyvinyl alcohol. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200800451] noted that did not pertain to the complaint. Alcohol will be used only while cleaning the mold face, 5-complete shots will be purged into grinder before diverting the parts into good product. Verified if the robot was diverting the parts to the grinder and it passed the inspection. Did not have any notification pertaining to the complaint. Therefore root-cause cannot be determined h3 other text : see h.10.

Event description:
It was reported that during use it was discovered that the plunger rod was loose with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints) loose plunger rod on occurrence date of (B)(6) 2019.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the plunger rod was loose with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints) loose plunger rod on occurrence date of (B)(6) 2019.